Event description:
Same as MFR# 6000130-2004-00194. It was reported that during coronary drug eluting stenting treatment procedure, difficulty removing the delivery device from the guide wire was encountered. The physician successfully deployed a taxus express2 8.8% drug eluting stent. During withdrawal, the stent delivery device became stuck on the luge 182 cm j guide wire. The physician pulled the stent delivery device and guide wire out as a unit. There were no pt complications or injuries. Pt status is reported as "satsifactory/good."